Manufacturer narrative:
No lot number provided, investigation could not be performed. Trending indicates no further action required.

Event description:
Patient reported skin irritation in the form of blisters/welts. Patient did seek medical attention and used an otc topical steroid. Patient reported not following skin preparation instructions.